Event description:
It was reported that during use in an extremely calcified distal cap, the tip of the crossing support catheter detached. No attempts were made to retrieve the detached segment. A covered stent was deployed to appose the detached catheter segment to the vessel wall. There was no pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned for eval to date. The investigation is currently underway.